Event description:
The facility reported an iniltration of the patient's left arm, found during patient infusion. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient demographics, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional information.

Manufacturer narrative:
Evaluation results: the reported condition of IV infiltration was not confirmed. A review of the pump's alarm log found no failure codes, just alarm codes #2 and #3, which are both downstream occlusion alarms. No settings were retrieved from the pump's memory (all zeros). The pump passed the power on self-test. The pump's occlusion level is set at level 1, which range is approximately 7 psig. Downstream occlusion testing was performed, three trials at level 1 and the pump failed, too high (13.2 psig, 17.4 psig, 12.8 psig.) All audible alarms are functioning properly. The pump was then tested for accuracy. At 125 ml/hr the pump delivered -0.79% and at 10 ml/hr the pump delivered -0.31%. All tests are within the specification (specification: rates of 60 ml/hr and above: +/-7%, and with a rate of 1 to 59.9 ml/hr: +/-10%). The keypad was tested for proper operation and all keys were found to function properly. An inspection of the pump head was performed, there is no damage or visual defects. Infiltration is a complication of IV therapy. The infusion pump does not have infiltration detection capabilities. The device does have downstream occlusion detection; however, with an infiltration, there may not be a significant increase in the inline pressure to reach the alarm threshold. The healthcare professional has the responsibility for frequent inspection of the IV site for signs of an infiltration. Clinical factors such as length of therapy, flow rate, type of fluid and integrity of vein can be involved.